Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately exhibited a backup mode switch due to utilizing environmentally incorrect magnetic resonance imaging (MRI) protocols. The patient was asymptomatic. The ICD was reprogramed and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.